Event description:
It was reported that during a thoracoscopic pneumonectomy, knife moved forward but stopped on the way of 1st firing. Knife reverse switch was used, but the knife did not return. Manual override lever was used to return the knife. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device pve35a lot number: a9e640 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2024. D4: batch # 276c81. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a battery pack, and with a vasecr35 reload loaded in the device. The reload was received partially fired 1/10 with slightly damage on the reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position, it should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. It was disassembled the device to check the internal components and functions. No damages were found in the internal component in appearance. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 276c81, and no non-conformances related to the reported complaint condition were identified.